Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed. And the (B)(4) FDA registration number has been used for the manufacture report number. Medical device expiration date: unknown/ (B)(6). A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that unspecified bd¿ tube had foreign matter in it. This was discovered during use. No date/time or patient information was given. The following information was provided by the initial reporter: we have a random situation with certain tubes of serum. They are presenting a white dot that is affecting the electrolytes. The head of the laboratory is fearful that it is a product quality issue and because of that there is an alteration in the patient's result.

Manufacturer narrative:
H.6. Investigation summary: bd had made multiple attempts to reach the customer in order to gather more information on the catalog and lot number; however, bd had not received a response from the customer. A good faith effort has been made and this complaint will be closed without further investigation at this time. If additional information is made available, this complaint will be reopened to assess the level of investigation needed. As bd had not received any sample, photo, catalog number, and/or lot number from the customer facility for evaluation, an investigation could not be performed as no information was available for review. As there was no sample or photo available for evaluation, a root cause could not be determined. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. The bd business team regularly reviews the collected data for identification of emerging trends. H3 other text : see section h.10.

Event description:
It was reported that unspecified bd¿ tube had foreign matter in it. This was discovered during use. No date/time or patient information was given. The following information was provided by the initial reporter: we have a random situation with certain tubes of serum. They are presenting a white dot that is affecting the electrolytes. The head of the laboratory is fearful that it is a product quality issue and because of that there is an alteration in the patient's result.